Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. Customer stated that they were unable to clear the alarm. Customer also stated that the battery compartment and spring was not damaged or corroded. Customer did not receive a battery failed alarm. Customer stated that they were getting the battery failed and had insulin pump error alarm twice while on the call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.